Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm. Model #: sc-4316, lot #: 17353103, description: next generation anchor kit-sterile, model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pain at the midline incision in the back. It was stated that the pain was present even when the device was turned off and slightly worse when stimulation was turned on. An x-ray was obtained and showed that the leads were placed correctly since the time of implant. The patient was treated with pain medication for several weeks but there was no change. The physician believed that there was no reason that the pain was related to the device. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the midline incision in the back. It was stated that the pain was present even when the device was turned off and slightly worse when stimulation was turned on. An x-ray was obtained and showed that the leads were placed correctly since the time of implant. The patient was treated with pain medication for several weeks but there was no change. The physician believed that there was no reason that the pain was related to the device. The patient will undergo an explant procedure.